Event description:
The patient underwent vns therapy system replacement surgery due to alleged lead malfunction (discontinuity). Both the lead and generator were replaced. Further follow-up revealed that device diagnostic testing at office visit prior to replacement surgery resulted in high lead impedance reading (specifics unk), indicating possible device malfunction. X-rays taken prior to replacement surgery were reviewed by treating physician and did not reveal any obvious discontinuties in the vns therapy system. During the replacement surgery, proper generator/lead connection was confirmed prior to explant, after which device diagnostic testing again yielded high impedance results. A replacement generator was then connected to the original lead, after which device diagnostic testing continued to yield high lead impedance results, indicating a probable lead break of electrode/nerve interface issue. It was reported that there was extensive fibrosis around the lead, however, it is not whether this fibrosis tissue was in the area of the lead electrode/nerve interface. Investigation to date has been unable to confirm whether the lead was broken or whether the build-up of fibrosis tissue in the area of the electrode/nerve interface was the cause of the high lead impedance test results. The explanting surgeon did not believe that the explanted products needed to be returned to manufacturer for analysis and therefore did not return them.